Manufacturer narrative:
There is no product being returned for evaluation. (B)(4)3

Event description:
During a labral repair while inserting three osteoraptor anchors it was noted that the anchor seemed to be skiving into the joint. The pieces of one anchor were removed with graspers. Two additional anchors were used and again during insertion, the anchors got halfway into the bone and broke during impact. Half of the broken anchors were removed and the other half of the anchors remained in the patient. The surgeon was able to tie down the labrum with the pieces of the anchors that remained and adequate fixation was achieved. The other two associated anchors are (B)(4).